Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/05/2017 with the following findings: during investigation, all testing was performed with test caps due to no battery cap or cartridge caps being returned. Evidence of moisture was found behind the display lens. The pump was unresponsive with the test battery cap. No auditory alarm or vibratory alarm occurred and the display remained blank upon battery insertion. The test battery cap was unable to fully tighten to the pump. The battery compartment was cracked from the thread area to the case seal. Moisture was found in the battery compartment. A leak was found in the battery compartment. The pump case was removed to find evidence of moisture contamination throughout the internal pump. The pump download failed due to internal moisture contamination. The pump was unresponsive due to moisture contamination.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.